Manufacturer narrative:
Updated: g2, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter adhering to the forceps base could not be identified and a definitive root cause of the issues could not be determined, as there was no device deformation observed that might contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of user handling/insufficient cleaning and or reprocessing. The event can be detected/prevented by following the instructions for use sections below: tjf type 150 operation manual chapter 3 preparation and inspection. Tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Event description:
The loaner tjf-150/ duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was found the forceps elevator had an unknown yellowish/brown foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. Due to wear of angle wire, the play of upward downward knob is out of the standard value/left knob is dirty. Forceps control lever is dirty. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of right/left knob is out of the standard value. Suction cylinder is shaved. Bending section rubber was dirty, connecting tube has a scratch. Suction connector had a scratch. Due to wear of angle wire, bending angle in downward direction does not meet the standard value. Due to wear of angle wire, bending angle in left direction does not meet the standard value. Due to wear of angle wire, bending angle in right direction does not meet the standard value. Upward/downward knob is dirty. Scope-cover has a scratch. Universal cord has a scratch. Due to damage on charged coupled device, foggy image occurs. The angle wires were stretched. Connecting tube had a scratch. Plastic distal end cover had a scratch. Defects of whole distal defetcts. The adhesive peels off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue) the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.